Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result on a symptomatic patient (runny nose and lethargic). Customer states the quidel qv was sars positive and another brand of rapid antigen test was sars negative. No confirmation testing was performed.